Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the complaint information, the cause of this incident is use error. A label review was performed and found the labeling adequate for the user error identified in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving a check heater line alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The hp stated they changed just the cassette and not the bags. The tsr explained that could lead to contamination and ended the patient therapy. The hp will use new supplies. Product surveillance attempted to contact the nurse on (B)(6) 2011. A detailed message was left to notify the nurse of the user error. No further information is available. No patient injury or medical intervention was reported.